Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Tgu343415/12807660 UDI# (B)(4). (B)(4). According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aneurysm enlargement, dissection and reoperation. Please note that the information related with a vessel rupture was covered in the event# (B)(6) and a medwatch# 3007284313-2017-00303 was submitted to FDA on 12/12/2017.

Event description:
On (B)(6) 2014, the patient underwent endovascular treatment of a thoracic aortic aneurysm using a conformable gore® tag® thoracic endoprosthesis (tgu343415j/12807660). On (B)(6) 2017, follow-up images were taken and it revealed the aneurysm enlargement more than 1 cm with new dissections starting from the distal part of the stent graft placed in 2014. The false lumen was almost thrombosed but small ulps (ulcer-like projection) were observed. On (B)(6) 2017, an additional procedure was performed. Two conformable gore® tag® thoracic endoprostheses were placed to the distal part of the original stent graft using a gore® dryseal sheath with hydrophilic coating (dsl2228j/unknown) via the left femoral artery and ballooning was performed. When the sheath was retracted and an angiography was performed, a vessel rupture was observed in the left tortuous external iliac artery with a dissection starting from the ruptured point to left internal iliac artery. The patient underwent an open procedure and the left external iliac artery was ligated and a femoral-femoral bypass was performed. The patient tolerated the procedure.